Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been recovered for further investigation. At this time there is no information to suggest an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated 13 times during the event. The patient was sitting at home when he lost consciousness and fell to the ground. Ems was called and performed CPR for approximately 45 minutes but were unsuccessful in resuscitating the patient. At 18:49:15 the lifevest detected asystole. Between 18:50:28 and 19:22:10 the lifevest delivered 13 treatments during asystole with CPR artifact. Oversensing of low amplitude cardiac input signal and CPR artifact contributed to the treatments. The response buttons were not pressed during the event. The patient remained in asystole/severe bradycardia following the treatments. The lifevest was shut down at 19:41:37. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.